Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for draw volume with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#260774. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes had low draw. This was discovered during use. The following information was provided by the initial reporter: this hospital is a newly developed customer. They found the edta tubes has low draw issue with high occurred rate. According to the on-site observation of sales colleagues, even if the 2ml edta tube is not the first tube for blood collection, the blood collection volume can only reach about 1.2ml. If the edta tube is the first tube for blood collection, the blood volume can not reach 1ml.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes had low draw. This was discovered during use. The following information was provided by the initial reporter: this hospital is a newly developed customer. They found the edta tubes has low draw issue with high occurred rate. According to the on-site observation of sales colleagues, even if the 2ml edta tube is not the first tube for blood collection, the blood collection volume can only reach about 1.2ml. If the edta tube is the first tube for blood collection, the blood volume can not reach 1ml.